Event description:
It was reported that a fire started at one of the 230v connector plug of the supply unit. No health consequences of staff or patients were reported.

Manufacturer narrative:
A dräger service technician from the local dräger service organization was at the customer site to inspect the complained agila. The investigation was based on the provided information including photos. Further information was requested but not provided by the customer. It was reported that the cables inside the agila were overheated and melted. Additionally, the house electrical safety installation (circuit breaker) was damaged. Based on the consultation with the complainant an improper functioning circuit breaker in combination with an insufficient wiring in the hospital installation is assumed as cause of the reported event. However, the exact scenario leading to the reported event could not be clearly determined. In the case that the circuit breaker or hospital wires were faulty, an overload or short circuit could not have been interrupted. The resulting high currents could have heated up the electrical socket and cables inside the agila column which led to the cable isolation catching fire. The circuit breaker and hospital mains are not part of the supply unit are part of the hospital infrastructure and therefore under the responsibility of the hospital. The supply unit has not been serviced by draeger since installation in 2012 (no service contract with draeger). The instruction for use requires an electrical safety test, test for leakages and visual inspection of device after 5 years, then each year.the agila is designed to meet the iec 60601-1 standard for basic safety and essential performance of medical electrical equipment. The risk of fire is minimized e.g., because the used materials are classified according to ul-94 for housings and cables (v1) or metal for pendant housing and mounting plates. It was reported that the fire went not outside of the column and went out by itself. The fire protection concept is effective. No health consequences of staff or patients were reported.

Event description:
It was reported that a fire started at one of the 230v connector plug of the supply unit. No health consequences of staff or patients were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.